Event description:
It was reported that the patient had a loss of therapeutic effect: the patient had a loss of bladder control. The patient was "going 3-4 times per night" and was wearing pads but went "through" them. The patient was having several accidents. The location of the patient's symptoms was the perineum. The symptoms began following an implantable neurostimulator (ins) and lead(s) replacement. The physician was not able to get the new leads into the same area as the old leads, and the new leads had to be placed "higher". The patient was going to turn off the ins, asses her symptoms, and discuss them with a physician. Additional information has been re quested, but was not available as of the date of this report.

Event description:
Additional information received reported the device was turned off about four months prior. It was stated that ¿it did not work and never worked correctly.¿ the patient has had nothing but problems. When the patient met with their urologist about four months prior, it was stated ¿none of the leads were working¿ and they were instructed to turn the device off. It was noted the patient wanted to have the implantable neurostimulator removed. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28, lot#: v462931, implanted: (B)(6) 2010, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).